Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance was steady at 540 ohms. There was an rv bipolar lead impedance warning on (B)(4) 2016, with impedance trend data showing a measurement of less than 100 ohms.

Event description:
It was reported that the patient had an av node ablation procedure. An interrogation of the implantable pulse generator (ipg) device after the procedure revealed a lead warning for measured low impedance. It was believed that the low impedance was due to device sensing of the ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.